Event description:
It was reported that the patient's blood glucose (bg) levels reached 430 mg/dl, while wearing the pod on the abdomen longer than 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Investigation discovered a tear on the exposed portion of the soft cannula. During investigation, leaking was observed from the external tear, which diverted the fluid from completing the fluid path. It could not be determined when the tear occurred or if it contributed to the reported event. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or abnormalities were found that could affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.